Event description:
It was reported that a pt experienced irritation in her eye when she awoke. The pt was not wearing contact lenses at the time. She was examined at a hospital where she was diagnosed with a corneal ulcer. She received treatment with an unspecified antibiotic and steroid drop. The pt reports having to take ten days off from work, and has a slight scar on the cornea. Additional info received on (B)(6) 2012, stated that the pt went to her eye provider to inform them that she developed an ulcer and went to the hospital where she received unspecified treatment.

Manufacturer narrative:
(B)(4). This event was initially reported in manufacturing report number 9610813-2012-00003. The lot number was unk at the time, thus a manufacturing site was randomly selected. Additional info received on (B)(4) 2012, reported the lot number is for the (B)(6) site. Evaluation: product from the same lot number was returned for evaluation and found to meet specifications. The investigation is in progress. Upon completion of the investigation, a follow-up medwatch will be filed. (B)(4).